Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (128-fxxx) issue. There was no indication that the product caused or contributed to an adverse event. The issue is being reported because it may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission 22-dec-2017 the device has been returned and evaluated by product analysis on 28-nov-2017 with the following findings: a review of the pump black box data shows evidence of a short battery life with 18 counts of drastic unexplained voltage drops leading to a cs 177 call service alarm warning. During testing, the pump alarmed with the ¿cs 177¿ warning upon confirming the ¿verify¿ steps. All the current readings were within specification. The initial reported ¿short battery life¿ complaint was duplicated due moisture corrosion. The pump case was removed and there was evidence of moisture corrosion to the continuous glucose monitoring module.